Event description:
During the CT portion of a myocardial perfusion scan, with pt lying supine with arms extended above head-patient reported that his right elbow came into contact between the detector screen -gantry- and the imaging table, as it rotated around the pt. There is a portion of the detector screen that does not have pressure sensor capability and it is thought the pt's elbow got caught on this portion. The pt rotated with the moving equipment until his right arm and shoulder were tightly pinned between the imaging detector and the table. Staff were required to manually move the imaging table-freeing the pt's arm and shoulder after about 5-10 minutes. The pt did not sustain injury.